Manufacturer narrative:
A review of the system logs found that no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 0 degree endoscope plus, monopolar curved scissors, large needle driver, prograsp forceps, maryland bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after a bleeding event from an artery during a difficult dissection near the ureter. While the specific vessel is not mentioned, the most likely major vessels in this area include the common and external iliacs. Other possible large vessels may include the internal iliacs, aorta, and sacral vessels. There was difficulty during dissection due to patient disease and adhesions which may have contributed to this injury. No allegation was made against any intuitive surgical products or instruments. Based on the information in the summary of events, no intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci assisted ureteral reimplantation procedure, an unspecified artery was damaged and the procedure was converted to open; the patient expired in the operating room. The patient had a history of retroperitoneal fibrosis. The site robotics coordinator informed an intuitive clinical representative that the procedure was near completion when the complication occurred. It was reported that the artery was damaged when the surgeon was attempting to dissect very difficult adhesions that were stuck to the ureter. A da vinci grasping instrument was used to clamp the vessel to control the bleeding while the procedure was converted to open. The patient ultimately expired in the operating room. The robotics coordinator stated that the complications were not related to the da vinci products in use.